Event description:
It was alleged that the pump changed rate during a routine preventive maintenance. It was noted that the instrument exhibited a "low battery" alarm then a rate change. There was no pt involved in this event.